Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that a priming bolus was performed incorrectly during a pump replacement for normal battery depletion. It was stated that the physician always programs a single bolus of 130mcg over 16 minutes for a priming bolus instead of a 0.3ml priming bolus. There were no patient issues at the time of report, but it was mentioned that the patient may receive approximately 30mcg of sterile water due to the error. The drug used in this system was lioresal. Six days later, it was reported that the patient had 'no problems' post-operatively and was 'doing well.'

Manufacturer narrative:
(B)(4).